Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, broken off retainer ring, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir connection from the pump is broken. The customer's blood glucose reading was unknown.